Manufacturer narrative:
Device serial number/lot number in section UDI and operator pf device are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the flange on the tube has split. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be performed. A product sample was received for evaluation. Visual inspection found the eyelet was broken, complaint was confirmed. No other analysis was performed. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damaged occurred after the product left the facility. Customer complaint notification was performed as awareness notification of the reported failure mode, by quality engineer on (B)(6) 2023. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4) corrected data: d5: operator of device.